Event description:
Patient was scheduled for a watchman device implant as an outpatient in the cardiac catheterization lab. The provider was unable to seat the watchman properly and removed the device. The provider then placed an amulet device, which did eventually seat correctly. While the patient was in the recovery area, she experienced a rapid clinical deterioration, and was taken urgently back to the cardiac catheterization lab, where the amulet was removed with difficulty, and an attempt of mitra! Clip was unsuccessful. The patient was then taken urgently to the critical care unit, where she continued to decline, and she died.